Event description:
On (B)(6) 2012, our firm received info on a medical event regarding a pt in the (B)(6). The event was originally reported to bausch & lomb but forwarded to our firm when info surfaced that the pt was wearing an acuvue oasys brand contact lens. The pt originally made an inquiry with b & l because he had a construction injury os 20 years ago resulting in a corneal transplant and severe astigmatism. This was not contact lens related but is being mentioned due possible disability with acuity loss in partner eye (od). The pt reports that in 2009, while wearing contact lenses, he/she suffered a pseudomonas infection od resulting in moderate astigmatism.

Manufacturer narrative:
No product or lot info is available and no add'l medical info has been received. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. Device labeling single use or reuse. Device not returned. No eval will be performed. No conclusions can be drawn.